Event description:
The manufacturer's representative reported the patient was not experiencing adequate pain relief. The hcp decided to explant the entire drug delivery system. During the explant surgery, the hcp noted the pump had flipped causing the catheter to "twist" around the pump. The hcp also noted the pump site was infected. The final patient outcome is unknown at this time. The drug contained in the patient's pump was compounded baclofen (unknown concentration/dose). Additional information has been requested, but was not available at the time of this report. See manufacturer's report #: 3004209178200701996.

Manufacturer narrative:
.